Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and indicated that the volume of the leak was not significant and displayed as dried crystals on the side of the wbc bath assembly. The fse stated that fluid was contained within the system and proceeded to replace the bath/aperture assembly to resolve the leak. The fse adjusted the hgb (hemoglobin) calibration factor up after replacing the wbc bath aperture assembly. The fse was unable to reproduce the unidentified noise reported. Failure mode of the leak is attributed to the faulty wbc bath/aperture assembly. The h&h failures were also likely attributed to the faulty wbc bath. Results: wbc bath/aperture assembly. (B)(4).

Event description:
The customer reported an undetermined leak (damp buildup) outside of the wbc (white blood cell) bath involving the lh 500 hematology analyzer. The customer indicated that the leak was contained within the instrument and the instrument seemed to exhibit a motor noise which is noisier than usual. The customer stated that there was higher occurrence of operator-defined "h&h (hemoglobin & hematocrit) check fail" messages on patient samples. The customer performed maintenance and indicated that the instrument appeared fixed. The operator was wearing gloves at the time of the event and no injury or exposure was reported. No patient results were affected and there was no change or affect to patient treatment in connection with this event.